Event description:
It was reported, ¿because of the need for infusion of chemotherapy drugs, the catheter was placed on (B)(6) 2023, the pediatric patient was hospitalized in the children's hospital for most of the time, and it was also a type of limited activity when he went back, and he was maintained twice in the hospital (the catheter was found to be blocked during the maintenance of the hospital), and when he returned to the hospital for treatment on november 28, the catheter was still blocked, so the catheter was not used, and the catheter was extubated on the 12.3rd, and the extraction process indicated that there was no resistance, but the catheter was only 20 cm removed, and the hospital immediately contacted the interventional department to take out the catheter and take out the remaining 22cm catheter¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the root cause could not be determined. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed two plastic bags containing the sample. One of the bags had the proximal end of the sample including the two-piece connector assembly and a segment of the catheter shaft. The other bag contained only a segment of the catheter shaft. Use residue was observed on the sample in the returned photograph. Although a broken catheter shaft was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the break. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, ¿because of the need for infusion of chemotherapy drugs, the catheter was placed on (B)(6), 2023, the child was hospitalized in the (B)(6) hospital for most of the time, and it was also a type of limited activity when he went back, and he was maintained twice in the hospital (the catheter was found to be blocked during the maintenance of the hospital), and when he returned to the hospital for treatment on (B)(6), the catheter was still blocked, so the catheter was not used, and the catheter was extubated on the (B)(6), and the extraction process indicated that there was no resistance, but the catheter was only 20 cm removed, and the hospital immediately contacted the interventional department to take out the catheter and take out the remaining 22cm catheter¿ no other information was provided.